Event description:
The customer reported that an ECG failed error was indicated by a red x and service required message during power up. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.